Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown veptra/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported preoperatively through x-p on (B)(6) 2014 that the cranial cradle jutted out at the proximal part on left side. No dislocation of the cranial cradle was detected on (B)(6) (just before the surgery) and the lengthening surgery was completed without problem. The initial implant date was on (B)(6) 2009. The veptr system implanted on the fifth rib to the ilium (left side) was used in the replacement surgery on (B)(6) 2014.